Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the atrial leadless pacemaker (alp) exhibited premature battery depletion. The patient was asymptomatic. No interventions were performed currently and there were no consequences to the patient.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.